Event description:
Medwatch (mw5154666). The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The patient has alleged extremely hot the machine. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.